Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("she was advised that the doctor inserted two coils on one side because the first one had broken") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "doctor inserted two coils on one side because the first one had broken" in (B)(6) 2011. The patient's past medical history included anterior cruciate ligament reconstruction in 2012, hip surgery in (B)(6) 2014, knee arthroplasty on (B)(6) 2015, multigravida and parity 4 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2005 and (B)(6) 2011). Concomitant products included calmylin (benadryl cd) and methylphenidate in 2015. In (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("severe and persistent abdominal pain (stabbing)"). In 2012, the patient experienced dysmenorrhoea ("menstrual pain"), menorrhagia ("heavy menstrual bleeding"), weight increased ("weight gain") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergies / a hypersensitivity reaction to nickel") with inflammation and urticaria, pelvic pain ("severe and persistent pain / right side pelvic pain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), alopecia ("hair loss") and treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the device breakage, allergy to metals, dysmenorrhoea, menorrhagia, weight increased, mental disorder, fatigue and treatment noncompliance outcome was unknown, the pelvic pain and abdominal pain had resolved and the alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, device breakage, dysmenorrhoea, fatigue, menorrhagia, mental disorder, pelvic pain, treatment noncompliance and weight increased to be related to essure. The reporter commented: she has not sought medical treatment for air loss, fatigue, heavy menstrual bleeding/pain. She did not claim essure worsened a previously existing injury/condition. She did not advised of any complications during essure removal. Diagnostic results: (B)(6) 2015: nickel allergy:confirmed by blood testing, (B)(6) 2012:essure confirmation: dye test. Most recent follow-up information incorporated above includes: on 11-dec-2017: plaintiff fact sheet received. Case became valid. Events abdominal pain, allergy to metals, alopecia, device breakage, dysmenorrhoea, fatigue, menorrhagia, mental disorder, pelvic pain, treatment noncompliance, weight increased,hives, inflammation are added. Lab data updated. Concomitant product and condition added. Historical drug and condition added. Product patient and reporter information updated.¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("she was advised that the doctor inserted two coils on one side because the first one had broken") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "doctor inserted two coils on one side because the first one had broken" in (B)(6) 2011 and treatment noncompliance "she did not use birth control or contraception at any time following her essure placement procedure". The patient's past medical history included anterior cruciate ligament reconstruction in 2012, hip surgery in (B)(6) 2014, knee arthroplasty on (B)(6) 2015, multigravida and parity 4 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2005 and (B)(6) 2011). Concomitant products included calmylin (benadryl cd) and methylphenidate since 2015. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("menstrual pain"), menorrhagia ("heavy menstrual bleeding"), weight increased ("weight gain") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, allergy to metals ("nickel allergies / a hypersensitivity reaction to nickel") with inflammation and urticaria, mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the device breakage, allergy to metals, dysmenorrhoea, menorrhagia, weight increased, mental disorder and fatigue outcome was unknown and the alopecia was resolving. The reporter considered allergy to metals, alopecia, device breakage, dysmenorrhoea, fatigue, menorrhagia, mental disorder and weight increased to be related to essure. The reporter commented: she has not sought medical treatment for air loss, fatigue, heavy menstrual bleeding/pain. She did not claim essure worsened a previously existing injury/condition. She did not advised of any complications during essure removal. Diagnostic results: (B)(6) 2015:nickel allergy:confirmed by blood testing. (B)(6) 2012:essure confirmation:dye test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.